Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misuse does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.

Event description:
Dr. Removed the tibial tower using the slotted hammer with the pumc and punch adapter inside the tower. After removal of the tower and inspection, it was noted that one of the tibial spikes had broken off. It was visually found in the tibial plateau and removed successfully with a kocher clamp. There was a 1 minute delay in the case, and the case was completed successfully.